Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on december 12, 2019, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2016 by (B)(6), m.d., at (B)(6) medical center in (B)(6). The complaint alleges that the filter has caused perforation. The complaint specifically alleges that the perforation extends into an adjacent organ. Argon¿s attorneys are attempting to gather additional information.